Manufacturer narrative:
(B)(4). Device evaluation: it was reported the catheter was being prepared to be placed into the patient. The set up on the vasonova console was normal and a flush test was done after plugging in the stylet. A yellow arrow was received. As they were about to insert the catheter into the patient the console displayed a blue bullseye. They tried flushing the line again and the bullseye remained. As a result, another stylet was used for the procedure. The issue was not confirmed by evaluation of the returned vps stylet. One vps biosensor stylet assembly was returned. Visual examination revealed a slight kink in the catheter body located 48 cm from the distal tip. The kink does not appear to be related to the reported issue. The stylet was electrically tested per the requirements of product specification - peak to peak echo signal equal to or greater than 800 mv, continuity - undistorted 1 khz square wave. Testing was performed per the instructions. Sensitivity testing was performed, the peak to peak echo signal was measured at 1405 mv. Continuity and hi-pot other remarks: testing were performed with saline as a medium. The sample passed continuity testing with a wave form that was not distorted in either the vertical or horizontal angle when tested using a 1 khz square wave. The h-pot leakage current was measured at 0 ma. A device history record review was performed and did not reveal any manufacturing related issues. The sample passed sensitivity, hi-pot, and continuity testing. No problem was found on the sample. No further action was taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being prepared to be placed into the patient. The set up on the vasonova console was normal and a flush test was done after plugging in the stylet. A yellow arrow was received. As they were about to insert the catheter into the patient the console displayed a blue bullseye. They tried flushing the line again and the bullseye remained. As a result, another stylet was used for the procedure. There was a delay in treatment until another stylet was opened. The catheter was placed successfully. There was no patient death or complications reported.